Event description:
The user facility reported that after a completed cycle employees went to remove the peel pack and a small bead of liquid ran off the peel pack and contacted their hands. The employee went to the ER where bacitracin and a band-aid was applied. The employees returned to work and are fine. Procedures were delayed and cancelled.

Manufacturer narrative:
The steris service technician arrived onsite and found the facility's biomedical department to be running a lumen and non-lumen cycle. A leak test was also conducted; all test cycles completed successfully. The steris service technician and biomed loaded the unit with peel packs and ran a lumen cycle. The cycle did not complete and the cycle printout read "too long to fill". The steris service technician further inspected the unit and found that the sv5 valve needed to be replaced. The technician replaced the valve, ran multiple test cycles and confirmed the unit to be operational. The employees were not wearing proper ppe as instructed in the operator manual. The operator manual states (2-1), "ppe - personal protective equipment including goggles or face shield and chemical-resistant gloves. Ppe required per task will vary depending upon hazards of the task." The sterilizer is not under steris service contract and is serviced and maintained by the user facility's third party provider. The customer has been unresponsive to our attempts to schedule in-service on the proper use of ppe.